Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Correction: customer reported that she was sick with asthma and the basals were not working (not bringing her blood glucose down). She went to the emergency room on (B)(6) 2023 at 21:00 for high blood glucose of 500mg/dl. She was not hospitalized. She could not breathe and had shortness of breath. She took steroids for the shortness of breath at the hospital. She bolused for her high blood glucose. Pump was used at the time of the incident. Customer used a competitor's sensor. Customer discontinued the pump and the pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the pump daily history screen. No bolus anomaly noted. The pump was programmed with a 2.0 unit basal rate and monitored. The basal profile delivered properly. No basal anomaly noted. Please see below for the boluses listed on the event date 08-mar-2023 in the pump history file. 03/08/2023 08:36:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) 03/08/2023 12:30:22.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 24000 (2.4 u) bolusamountdelivered: 24000 (2.4 u) 03/08/2023 15:20:34.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) 03/08/2023 16:18:09.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) 03/08/2023 20:37:30.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) 03/08/2023 20:44:40.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) 03/08/2023 21:04:24.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) 03/08/2023 21:33:05.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 03/08/2023 21:41:50.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) 03/08/2023 22:16:48.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) please see below for the user suspended alarm listed on the event date 08-mar-2023 in the pump history file. 03/08/2023 18:09:44.000 insulindeliverystopped (30) systemtime = 03/08/2023 18:09:44.000 reasonfoinsulindeliverysuspension: usersuspended (2) there was no auto suspended alarm noted on the event date 08-mar-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 08-mar-2023 in the pump history file. 03/09/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 03/08/2023 00:00:00.000 dailytotalofallinsulindelivered: 318750 (31.875 u) dailytotalofbasalinsulindelivered: 168750 (16.875 u) dailytotalofbolusinsulindelivered: 150000 (15 u) there were no unexpected pump errors/alarms noted 1 week prior to the event date 24-aug-2022 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Basal anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 500 mg/dl at the time of the event and was treated with insulin pump (subcutaneous insulin infusion), emergency visit, and hospitalization. The customer was using the insulin pump system within 48 hours and auto mode/smart guard feature was not active at the time of the high blood glucose event. Troubleshooting was performed. The customer also stated that the pump was under-delivering. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the insulin pump and the device will be returned for analysis.